Manufacturer narrative:
The unit had an intermittent button response due to light moisture damage to the keypad. The unit did not have any button error alarms or display ramping on its own anomaly. The unit had a minor scratched lcd window.(B)(4)

Event description:
The customer called in to report a button error alarm and a keypad anomaly. The customer's blood glucose level was 145 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.